Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a controller exchange and exchanged the batteries ((B)(4)); however, the devices were not returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed as log files were not provided for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-00516, 3007042319-2015-00517 and 3007042319-2015-00518) submitted for devices related to the same event.

Event description:
Approximately one year five and a half months post implantation, this patient experienced critical battery alarms and reported that the controller had acknowledgement beeps when the batteries were connected. The controller and four batteries were replaced and are being returned to the manufacturer for analysis. There was no reported patient injury. This is two of three reports submitted for devices related to the same event.

Manufacturer narrative:
The complainant did not identify which batteries were involved in this event. The reported battery serial #s are as follows: (B)(4). The controllers and batteries were replaced and are being returned to the manufacturer for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is two of three reports (3007042319-2015-00516, 3007042319-2015-00517 and 3007042319-2015-00518) submitted for devices related to the same event.